Event description:
It was reported that removal difficulties occurred, and the patient was sent for bypass surgery. The patient underwent a percutaneous coronary intervention (pci) procedure. The stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 190cm, straight-tip (5pk) samurai was selected for use. However, when the physician wired the right coronary artery (rca) with the samurai prior to dilating and stenting the blockage, the wire became stuck in a small vessel, and it would not release. The guidewire was entrapped in the artery, and it appeared to be knotted and stretched out. The patient was given nitroglycerin to see if the wire would release but it did not. Since there was also significant disease in the left anterior descending artery (lad), the patient was sent for coronary artery bypass surgery (CABG) for the blockages and guidewire removal.